Manufacturer narrative:
Patient initials are (B)(6). Date of postoperative pain and non-union is unknown. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a medtronix plate removed from c4-6 on (B)(6) 2014. The reason for that revision procedure is unknown. The patient had degenerative disc with radicular pain; however, the date of the original surgery, and the name of the original surgeon, is unknown. The patient had a one (1) level anterior cervical discectomy with fusion (acdf) at c3-4 and c6-7. At c3-4, the patient had the anterior cervical interbody spacer (acis) implant placed and filled with 0.5cc of dbx putty. A vectra plate was implanted at the same site along with four (4) self-drilling screws. At c6-7, the patient had an acis device implanted with a vectra plate (18mm), two 14mm screws, and 16mm screws. No surgical delays were noted. Six (6) months later, the patient began experiencing pain and was found to have a non-union at both c3-4 and c6-7. It was also noted that the patient was non-compliant as the patient continued to smoke 1/2 pack of cigarettes per day following the previous surgery. On (B)(6) 2015, the patient had the vectra plates removed at both levels. The levels were burred down and the cervical spacer was removed. The cervical spacer was found in pieces. The surgeon performed an anterior left hip graft and made a 7mm spacer for c3-4 and 8mm spacer for c6-7. The plate was tightened until the clips were visible. At c3-4, surgeon implanted a 14mm plate, two 12mm screws, and two 14mm screws. At c-7, the patient was implanted with 18mm plate and four 14mm screws. The plate was tightened until the clips were visible. X-rays were taken at the end of the surgery to confirm proper placement of implants. No surgical delays noted and no additional information available. This report is 5 of 12 for (B)(4).